Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 400 mg/dl and other blood glucose was 257 mg/dl. Customer had symptoms as infection. Customer declined to troubleshoot for reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.